Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site was reviewed by an edwards proctor and imaging team, who noted that the 20mm s3u valve was under expanded at the mid portion, measuring 18.4mm with an additional 0.5mm accounted for outer diameter. Hypoattenuation was also observed at the base of the left facing leaflet, a finding suggestive of halt. The complaint for svd - degeneration/deterioration was confirmed based on provided imagery and information available to date. A review of the DHR and lot history was unable to be performed due to unavailability of the valve serial number to determine if a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a patient underwent a tavr procedure with a 20mm sapien 3 ultra valve in the aortic position. Approximately 3 years and 8 months later, the patient presented with symptoms of dyspnea and heart failure. Evaluation revealed moderate regurgitation, along with degeneration and suspected thrombosis. The patient underwent a valve-in-valve procedure with a 20mm sapien 3 ultra inside the pre-existing 20mm sapien 3 ultra valve via a right subclavian/axillary access site." Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had vast comorbidities (e.g. Ckd, hld), which are known factors that may increase the risk for the early valve degeneration and thickened leaflets. As such, available information suggests patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a tavr procedure with a 20mm sapien 3 ultra valve in the aortic position. Approximately 3 years and 8 months later, the patient presented with symptoms of dyspnea and heart failure. Evaluation revealed moderate central regurgitation, along with degeneration and suspected thrombosis. The patient underwent a valve-in-valve procedure with a 20mm sapien 3 ultra inside the pre-existing 20mm sapien 3 ultra valve via a right subclavian/axillary access site. The patient remained in stable condition following the intervention. Per the physician, the valve failure was due to the regurgitation caused by leaflet degeneration with possible leaflet thrombus confirmed by tee. Imagery provided by the site was reviewed and revealed that the 20mm s3u valve was under-expanded at the mid portion, with hypoattenuation of the leaflets.